Manufacturer narrative:
H3: analysis results were not available as of the date of this report as device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm located left ophthalmic artery segment with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone was 4.3 mm distally and 5 mm proximally. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the catheter was positioned, the stent was hydrated and delivered through the catheter to the m1 segment. About 15 mm of the stent¿s tip was deployed, but repeated adjustments failed to deploy the stent. After fully retrieving the stent and attempting to deploy it again, it still could not be opened. After about 20 minutes of adjustments, it was decided to replace it with a 4.75×20 stent. The new stent opened well, and the procedure was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. 2026-feb-23 e1 (rep, hcp, for): additional information was received stating that the cause of the failure to deploy was not determined. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline, as it could not be resheathed or fully deployed, and the guidewire, catheter, and balloon could not be used. Additional information was received reporting that it was clarified "could not be re-sheathed" was in reference to "once the stent was advanced into the microcatheter, it could not be retracted back into the protective sheath like a coil."